Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the device suddenly turned off and could not be turned on at times. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for use, the high- definition lcd monitor could not power on. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter. Additional information was received indicating, the intended procedure in this event was a diagnostic endoscopy procedure. It was also indicated that the intended procedure was completed with a similar device with no harm/injury to the patient or user. The event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the power issue was the internal temperature rose due to the deteriorated withstand voltage of the power supply circuitry (ic602) on g1 board. In addition, it is presumed that this pressure resistance deterioration is caused by moisture absorption. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information (identified within e2 and e3).